Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the noise was noted on electrograms of the right ventricular (rv) lead at monthly intervals. Three non- sustained episodes (nst) noted to have non-physiological noise at 3pm resulting in brief nst events. Patient reported they would be driving home from work at that time. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The device remains in use.

Event description:
It was further reported that there is evidence of some t-wave oversensing and oversensing of the 3 pm lead impedance measurement. It was discussed that changing the sensitivity on the device may prevent both oversensing occurances.